Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the power of the subject device could not be turned on due to a failure of the print circuit board of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined, but based upon the information from olympus service operation repair center (sorc), there was the possibility that this phenomenon was attributed to the failure of the printed circuit board of the subject device due to the aging deterioration. If additional information becomes available, this report will be supplemented.